Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the additional lot information for the device. A titan touch pump was received for evaluation. Examination and testing of the returned components revealed no functional or visual abnormalities with the pump. Based on quality's examination and the available information, quality accepts the physician's observations of the pump being placed too high in situ as the most likely root cause of this complaint. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tm stated the patient was able to get the device fully erect after initial implant. Over time, it would start to get softer and deflate. The doctor found out that when he pumped it up and when it sat, it was slowly deflating. The doctor thought it was a leak and told the patient to cycle a lot to see if fluid would leak out. During the revision surgery, the device was doing the same thing, the doctor was able to pump it up fully and waited to see what occurred. A leak was not found and all of the fluid was in the reservoir. The doctor thought that the pump might have been riding too high and slowly deflating. The pump was remove/replaced and repositioned so the deflate valve was positioned vertically.